Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirts insulin during priming. Customer stated the insulin pump had unexplained no delivery alarm, rejected new batteries and lost settings- date and time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, battery failed, or power loss errors were noted during testing. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime or rewind anomalies were noted during testing. Finally no loss of settings or programming errors were noted during the testing process. (B)(4).